Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a notification alert due to high, out of range hv lead impedance one day post unrelated procedure. Lead replacement was planned. When defibrillation threshold test was performed during the scheduled replacement, normal impedance was noted. Physician opted to not replace the lead. The lead remains implanted.